Event description:
A dialysis home pt's husband reported a system error 2240 alarm in drain 2/4 during treatment using homechoice device. The pt's husband noted the pt line of the homechoice set became disconnected from the pt's transfer set while she was asleep. The husband thought the connection was secure at setup. The pt ended treatment at the time of the alarm and went to the unit the following day and received prophylactic antibiotics. No pt injury associated with this incident per the home pt's husband.